Event description:
The event is reported as: the balloon was pre-tested and passed. The balloon deflated and came out of the pt post-operatively. It was not known how long the catheter was in place. No injuries reported.

Manufacturer narrative:
Product has been received by MFR for eval, however, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.